Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator (usm) for failure analysis. The reported failure was confirmed and replicated when tested with an in house system in normal mode with no triggered errors. During inspection of the carriage, there was no evidence of fluid intrusion, but corrosion on the top of the carriage was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called the technical support engineer (tse) and stated that they were getting an error asking to disable arm 2. The customer stated they tried recovering from the fault, but the error returned. Also, it was stated they were getting a 40100 and 23003 error. The customer stated that before calling in they rebooted the system and it was initially working, but then the error returned and was asking them to disable arm 2. The customer informed they believed the surgeon had disabled arm 2 and it was not working. Therefore, they rebooted the system again and it powered on and homed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and reviewed logs which indicated numerous 40100 and 23003 errors on the universal surgical manipulator (usm) 2. The fse replaced usm 2 to correct the reported issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation; however, the failure analysis has not been completed yet. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.